Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) herniated, and the pump healed too high in the scrotum making it difficult to inflate and deflate. The reservoir and pump were explanted and replaced. No patient complications reported.